Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was unknown and an autopsy was requested. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned, and the serial number was not provided; therefore, a device analysis could not be performed. There is no clinical evidence that supports a device malfunction or use error caused or contributed to this event. Based on insufficient reported information and lack of a device evaluation, it is not possible to determine device causality for the reported event. Should additional relevant information become available, a supplemental report will be submitted.